Manufacturer narrative:
This report is submitted on febuary 02, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain and non-auditory sensations. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 8, 2022.